Event description:
It was reported that following a laser correction procedure, the patient at their follow up visits, was noted to have a loss of two (2) of more lines of best corrected visual acuity, (bcva). Patient had trace and 1+ diffuse lamellar keratitis (dlk), temporal versus mild ingrowth, trace temporal ingrowth, trace diffuse interface haze/dlk, diffuse haze/irregularity, 3+ haze, 1+ debris, trace and 1+ sub/epithelial irregularities, 1+ striae, mild haze, 1 and 2+ haze. Date of surgery (dos): (B)(6) 2014. Post ¿ operative information: 1 day. Od: 1+ diffuse lamellar keratitis (dlk) superior. Os: 1+dlk inferior. Visual acuity (va): od: 20/20 os: 20/25. Eight days: od: trace dlk. Os: 1+ dlk temporal versus mild ingrowth (not in visual axis). Visual acuity: od: 20/20 os: 20/20. One month 26 days: od: dlk. Os: dlk, trace temporal ingrowth. Visual acuity: od: 20/20 os: 20/25+. Two months 3 days: od: mild temporal ingrowth, diffuse interface haze dlk. Os: 1 mm temporal ingrowth, diffuse interface haze dlk. Visual acuity: od: 20/20 os: 20/25 five months 2 days: od: diffuse haze/irregularity. Os: diffuse haze/irregularity. Visual acuity: od: 20/80 os: 20/100-. Five months 16 days: od: 3+ haze. Os: 3+ haze. Visual acuity: od: 20/70- os: 20/80. Six months 3 days: od: 3+ haze. Os: 3+ haze. Visual acuity: od: 20/70- os: 20/150-. Six months 11 days: od: flap in place. Os: flap in place. Six months 13 days: od: 1+ debris, no ingrowth epithelial irregularities no ingrowth. Os: 1+ debris, no ingrowth epithelial irregularities. Visual acuity: od: 20/150 os: 20/400. Six months 25 days: od: trace sub/ epithelial irregularities. Os: 1+ sub/ epithelial irregularities. Visual acuity: od: 20/50-1 os: 20/150. Seven months 9 days: od: 1+ striae, mild haze. Os: 1+ striae, mild haze. Visual acuity: od: 20/40 os: 20/60. Seven months 29 days: od: 1+haze. Os: 2+ haze. Visual acuity: od: 20/40 os: 20/60.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
UDI: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown trace/mild temporal ingrowth, trace and 1+ sub/epithelial irregularities, debris, striae. The clinic is reporting this adverse event only and did not request or require field service. Information was discussed with account and the following was recommended to the surgeon: use an instrument detergent with distilled water as opposed to cleaning his instruments with tap water. Empty reservoir in sterilizer nightly. Stop using talc free gloves. Use non-fragmenting lasik sponge. More aggressive use of topical steroids when the diagnosis of dlk is made. Consider using different microkeratome (currently using moria one use). There is no evidence to suggest the etiology of the dlk is related to the s4 ir laser system. Device manufacture date: unknown; asked but not available at the time of this reporting. All pertinent information available to abbott medical optics has been submitted. Placeholder.